Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 16 mg/dl. The customer stated that the insulin pump was beeping and few hours later his blood glucose was low. Troubleshooting was performed. All the settings and totals were correct. The amount of insulin left in the reservoir matched with the amount in the status screen. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.